Event description:
The customer reported that following a diagnostic catheterization procedure on event date, a vasoseal vhd kit size 4 was deployed. The operator stated that the deployment was difficult because the patient had a skin flap once the sheath was removed. But, the operator was able to advance the tissue dilator after multiple attempts and went ahead with the deployment. The patient was discharged 1 day after event date, but claimed they were not given discharge instructions on vasoseal. The dressing remained in place for seven days. The patient presented with pain and drainage in the groin. Cultures revealed methicillin resistant staph aureus. The patient was sent home and treated by home treated by home nurse with nurse with IV antibiotics for three weeks. No further complication were reported.